Event description:
It was reported that the user has a latex allergy and his doctor inserted the latex malecot drain approximately three months ago as a feeding tube and the area around where the tube is inserted has become red and ulcerated; the doctor advised the patient's caretaker to apply a prescription zinc cream she already had on hand and is waiting to see how the ulcerated area responds. It is unknown at this time whether or not the ulcers are due to a latex allergy or a moisture issue where the tube is inserted.

Manufacturer narrative:
No physical sample was returned, a picture was used for evaluation. Per visual evaluation the funnel and the shaft part of the catheter did not present damage or defects. The reported event was confirmed as user related. The lot number is unknown therefore a device history record could not be reviewed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.